Manufacturer narrative:
The device was returned and received for evaluation. Visual inspection of the device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was pulled back against the shuttle. The sealant was protruding from the shuttle cartridge side slit. Shuttle movement was checked and slight resistance was felt. The condition of the returned device is consistent with device deployment jam. Subsequent to unsheathing, blood was observed on the outer surface of the sealant as well as the proximal end of the advancer tube, which is a typical indication of blood being forced into the shuttle cartridge. The catheter, advancer tube, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during the deployment. Damage was observed at the proximal tip of the advancer tube and the proximal tamp lock. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. When the user attempts to retract a jammed device the pressure can force the advancer tube back over the tamp lock, therefore allowing the advancer tube to be completely retracted during return of the shuttle cartridge to the catheter handle. The review of the lot history record (f1534908) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all process specifications, including quality control acceptance criteria prior to release. Based on the provided information and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment step could result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, potentially contributing to a device jam. However, the root cause of the reported event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during the deployment of the mynxgrip vascular closure device, the device jammed. The device was being used for arterial closure following a diagnostic procedure. The stick location was described as medium. The device was appropriately prepped and inserted into the 6f procedural sheath. The balloon was fully inflated and pulled back to achieve temporary hemostasis, which was confirmed by opening the side port (stopcock) of the sheath. The green handle was completely shuttled down with no excessive force applied. Significant resistance was not felt when shuttling down. It was reported that unusual force was not applied when retracting the procedural sheath. The procedural sheath was fully retracted but resistance was experienced. At this time the advancer tube was not visible and the sealant appeared lodged in the device. The balloon was deflated and the device was effectively removed from the patient. There were no kinks in the procedural sheath or device after removal. Manual compression was applied for approximately 20 minutes to achieve hemostasis. The patient was transferred to recovery and was described as stable. The patient's hospitalization was not prolonged as a result of the mynx event. No further information is available.